Event description:
It was reported that the pump battery was unresponsive. The pump was a new pump and had not been used by the customer yet. There was no adverse impact to the customer's blood glucose level. Customer continued using manual insulin injections as insulin therapy.